Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been seen for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator was giving low ve (low minute ventilation) and circuit occlusion alarms. At this time, there is no information regarding patient involvement associated with the reported event.